Event description:
Percutaneous nephrolithotomy attempted. Upon inflating nephrostomy balloon catheter filled with contrast, balloon ruptured while in the patient. This caused contrast to spill which prevented continuing with the case due to poor visualization. Case aborted by the surgeon.